Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-8416-50 (sn (B)(4)): device evaluation indicated that the three electrodes on the paddle were missing and the cables were exposed. It appears that excessive tensile force was exerted onto the lead body and paddle causing the dislodgement of the electrodes and paddle damage. Since there is no complaint of high impedance prior the explant procedure, the damage most likely occurred during the explant procedure.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.